Event description:
The nurse complained of a questionable inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 11:19 am the result from the meter was >8.0 inr. At 12:03 am the result from the laboratory sample collected from a venipuncture was 5.0 inr. The laboratory reagent was diagnostic stago neoplastin. There was no allegation of an adverse event. The patient's warfarin dosage was based on the laboratory result. The patient was feeling "okay". The patient was not anemic, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient had been on heparin but had not been taking it for three days. The patient has had no changes in diet, no illness, no bleeding, and no bruising. The qc was acceptable. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 8%. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.